Event description:
It was reported the patient presented with dyspnea and had this valve implanted due to heavy calcification of the native valve. An aortic enlargement procedure was performed and the valve was implanted. Initially, the pt did well postoperatively with a mean pressure gradient of 6 mmhg. During a follow-up visit in 2008, a mean gradient of >50 mmhg was observed. Reoperation of the bioprosthesis was scheduled for 2009.